Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this pacemaker was hospitalized following a syncopal episode. The patient required some surgery after falling during the event. A device check was planned in preparation for the patient to be discharged. However, the physician was not able to interrogate the device. A magnet applied to the device exhibited a rate of 84 bpm, and the field representative was also not able to interrogate the device with a programmer. The device was therefore explanted and replaced and the patient was discharged the following day. No additional adverse patient effects were reported.